Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition of "heart" was confirmed. During service, the device failed the temperature test. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Received request from USA, stating that a device needed to be serviced. During servicing, the device was found to have failed the temperature assessment. It is known that the device was not used during surgery; however, it is unk if there was pt or user injury or medical intervention related to the event. No add'l info available.